Event description:
Since 2009 I had one spinal kinetics m6 implant, but the cem dislocated. It was a surgery necessary to remove the m6. The defect implant caused severe health problems. I can't work since 2014. I have a lawsuit against spinal kinetics in (B)(6). To my knowledge there are further lawsuits against spinal kinetics at other regional courts in (B)(6) and in one lawsuit the expert declared, that the m6 is insecure and a threat for pts. Spinal kinetics didn't fix the polymer-cern in a right way and the material for the cern protection could go to pieces. If you need further info and images of the broken implants, please contact my lawyer. Dr (B)(6).